Event description:
It was reported that the patient passed away as stated in an online obituary. The funeral home that made preparations for the patient indicated that they do not have record of the disposition of the patient¿s vns system. Follow up with the office of the treating physician confirmed the last available vns device diagnostics and settings. All parameters were within normal limits. The generator and lead device history records were reviewed and found that all specifications were met prior to distribution. No additional pertinent information has been received to date.